Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as about 10 ml of blue fluid that leaked from the instrument around the main diluter panel. The leak spilled underneath the instrument while running startup. The operator was wearing personal protective equipment of gloves and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found tubing with a hole in it at pinch valve (pv37). He did a preventative maintenance (pm) which included the replacement of all tubing to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. Evaluation of product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).